Manufacturer narrative:
The anomaly observed in the field was verified in the laboratory. No communication could be established with the device. With a replacement battery, power consumption of the device was normal. Automated electrical testing found no anomalies and the device met all specifications. The battery was sent to an outside laboratory for further testing. No anomalies were detected. The cause of the battery depletion remains undetermined..

Manufacturer narrative:
Device evaluation anticipated, but not yet begun.

Event description:
It was reported that the device could not be interrogated at follow-up. It was noted that the patient had not been seen for over a year previous to the follow-up. The device was explanted.